Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a torn artery occurred. A 2.4 mm jetstream xc catheter was selected for use in an atherectomy procedure to treat femoral calcification in the common femoral artery. Two passes through the lesion were made in blades-down mode. One additional pass was made in blades-up mode which resulted in a torn artery. Open surgery was performed to repair the artery.